Event description:
Healthcare professional reported right side capsular contracture, baker grade not specified non allergan device. Device has been explanted. (Allergan reference (B)(4)). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).